Manufacturer narrative:
On 26-jan-2026, additional information was received indicating the catheter was used normally and it did not show dysfunction during the procedure. The catheter was discarded at the end since there was a complication for the patient following this procedure. This was not a ¿classic¿ incident with a catheter change during surgery. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a persistent atrial fibrillation (psaf) with a varipulse catheter and the patient experienced a stroke. The report indicated that the patient had a stroke post procedure. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was that it was provoked by a clot, but they do not know the origin of the clot. The neurological impairment event was cerebrovascular accident (cva)/stroke diagnosed/ruled out with scanner and magnetic resonance imaging (MRI). The outcome of the patient from the adverse event was reported as patient recovered. The patient required extended hospitalization because of the adverse event. The procedural activated clotting time (act) was above 350. No catheter exchanges occurred during the procedure (only 1 varipulse in a deflectable sheath). One transseptal puncture site was performed during the procedure. The number of ablations performed was 26 with pulsed field ablation (pfa) energy. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the trupulse generator. No issues with flow rate (4ml/min) change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors were noted during the case. The patient¿s rhythm during ablation was sinus rhythm with cardioversion at the beginning of the procedure. The pre-ablation thrombus check was performed with echocardiogram transesophageal (eto). A trupulse generator and ngen pump were used for the procedure, and no malfunctions were noted on the generator and pump.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31687109l and no internal actions related to the complaint were found during the review. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).